Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the high resolution stereo viewer (hrsv). The system was verified and ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure (no port placement), that the left eye of the high-resolution stereo viewer was found to have no vision. The customer performed a system power cycle, and a hard power cycle, but the issue remained. The procedure was completed laparoscopically.